Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ blood collection needle with luer adapter packaging did not have the proliferation markings to separate the product. This causes a tear in the neighboring product causing sterility breach. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Correction: incorrect: date received by manufacturing: 07/19/2017. Correct: date received by manufacturing: 01/09/2018.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the packaging of one device was shown to be torn while the perforated edge separating the two devices remained intact. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a packaging process issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.